Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-may-2023 . H6: investigation summary a device history record review was completed for provided material number 301900 and lot number 210608. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) shelf carton of product was returned for evaluation by our quality team. Through inspection of the shelf carton, a smell of moisture was identified. The transport records for this product have been reviewed and the product was not soaked before shipment. It is most likely that the odor resulted from an issue with storage or transportation after production of the product.

Event description:
It was reported that 100 bd microlance ¿ 3 needles packaging smells like mold. The following information was provided by the initial reporter: the packaging smells like mold. Before use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd microlance ¿ 3 needles packaging smells like mold. The following information was provided by the initial reporter: the packaging smells like mold. Before use.